Event description:
Med tech called to report right top corner of bag broke open w/lines running through the bag. The left bottomside of bag was completely cracked off by 2x1 in. Solution was transferred to another bag and pt was infused per physician order. There was no pt injury or medical intervention reported. Sample is available for evaluation.